Manufacturer narrative:
Device evaluated by MFR.: the device was returned for evaluation. Visual examination of the device noted the balloon was not folded which indicates that the balloon was subjected to positive pressure. The returned device was attached to an encore inflation unit. Positive pressure was applied when liquid was observed to be leaking from a balloon pinhole at 5.5 mm proximal to the proximal end of the distal marker band. An examination of the balloon material and markerbands identified no issues which could potentially have contributed to this complaint. A visual and microscopic examination observed no damage to the tip or blades. All blades were present and fully bonded to the balloon surface. A kink in the hypotube was observed 70 mm proximal of the strain relief. This type of damage is consistent with excessive force being applied to the delivery system. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that a balloon rupture occurred. The 90% stenosed target lesion was located in the moderately tortuous and mildly calcified mid left anterior descending (lad) artery. A 10/4.00 flextome¿ cutting balloon¿ was selected for pre-dilation. Since the diameter was large, procedure was performed without a stent. The balloon ruptured at 8atm on the first inflation after being inflated for 9 seconds. The procedure was completed with another of the same device. No patient complications were reported and the patient is in stable condition.

Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4).

Event description:
It was reported that a balloon rupture occurred. The 90% stenosed target lesion was located in the moderately tortuous and mildly calcified mid left anterior descending (lad) artery. A 10/4.00 flextome cutting balloon was selected for pre-dilation. Since the diameter was large, procedure was performed without a stent. The balloon ruptured at 8atm on the first inflation after being inflated for 9 seconds. The procedure was completed with another of the same device. No patient complications were reported and the patient is in stable condition.